Event description:
Davinci prograsp arm had a frayed wire observed laparoscopically. Instrument removed, replaced, sent to be decontaminated, will be returned to company. Post-op xray obtained in or at end of surgery.